Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory. The device was tested on the bench and a bit flip anomaly was noted to be the cause of the reported backup vvi.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic in backup vvi. Patient was asymptomatic. Device was explanted and replaced due to normal eri. Patient was stable before, during and after the event.